Event description:
An 11cm x 14 cm hernia patch (mesh) was used to repair an incisional hernia. The incisional hernia was 8 cm in length. 2.0 prolene sutures were used to tack the mesh in place in all 4 quadrants superiorly, inferiorly and on both sides. Interrupted sutures were placed to tack it down. A versa track stapler was used to staple the mesh to the abdominal wall. All edges were then felt and the mesh was felt circumferentially to be in place with no gross gaps. Mesh was noted to be flat. Two weeks later, the patient was taken to the or with a small bowel obstruction. The prolene sutures and staples were intact on the right lower portion of the mesh, a loop of bowel was found to be fibrosed to the mesh. The bowel was pink and viable. The old mesh was removed and a new patch applied. An endoclosure refraction device was used to anchor new mesh to the anterior abdominal wall at 8 points circumferentially. The doctor felt that the mesh was the problem. The company replaced the product with a new product (the ring) that was not as strong. It needed more sutures to attach the ring. The doctor was not informed of this when he placed this product the first time but now adds more sutures. The bard rep said they saw this complication 2 other times.